Event description:
It was reported that this right atrial (ra) lead had atrial sensing issues and exhibited high pacing thresholds. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.